Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device failed to discharge and the display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical italy for evaluation. The customer's reports were not replicated or confirmed. The device was put through extensive testing including full functional testing and defib shock testing without duplicating the reports. The device was recertified and returned to the customer. Review of the device data logs showed 26 shock events and 33 30 joule button presses, each resulting in a discharge. There is also an occurance where the user pressed the charge button while the device was in monitor mode instead of switching to defib mode. Additionally, there was an instance that the charge button was pressed that did not result in a shock button press related to a poor contact to patient condition. However, the user did deliver a 120 joules shock via the external paddles. The logs showed no critical errors or indications of any device malfunctions. Analysis of reports of this type has not identified an increase in trend.